Manufacturer narrative:
Correction made to g4: PMA/510k # or bla #: k192705 (previously submitted as na). Additional information was added to h6 & h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Integrity of seal surface test was performed and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was leak a leak in a minicap transfer set and ¿adaptor parts¿. This was further described as the leak occurred ¿between titanium adapter and beige catheter adapter connecter¿of the transfer set. This was observed during use of the device for peritoneal dialysis therapy. The titanium adapter was not exchanged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unknown date of (B)(6) 2026. D10: concomitant product: the event occurred on an unknown date of (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.